Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Patient's spouse called inquiring if there was "a special way to do chest compressions with patients that have a defib?" The caller stated the patient appeared to be choking, and was blue. The medics got there in about five minutes and the patient was taken to the hospital. The patient was pronounced dead at the hospital and the patient's spouse was told by the emergency medical technician (emt) that "the device [implantable cardioverter defibrillator (ICD)] did not work, it did not kick in, that [the patient's] heart just stopped." The caller indicated that the patient had experienced four prior heart attacks in 2015 and did not have a death certificate or listed cause of death at this time. The caller also stated the deceased will be cremated. The caller was unsure if the ICD had been interrogated and they will contact the funeral home and request the device is returned for analysis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.